Event description:
The green valve of my child's aerobika came out and was lodged in her airway while she was using it. She was choking and fortunately was able to cough hard enough to get the part out. This part is large enough to completely block an airway and become deadly. This is not the first time we have had a problem with the valve in more than one aerobika. As a parent and a pediatric nurse, I find this very troubling and felt obligated to report this issue. This problem was reported to monaghan and they have sent replacements but they want the defective device back. I don't' know if I should give it to them or hold onto it for now. Monaghan medical corp.